Event description:
They completed the initial vein isolation with the farawave¿ pfa catheter. They noticed during post map that some of the left veins were not isolated. The farawave¿ pfa catheter was advanced back into the body. They were switching from basket to flower while visualizing the catheter on intracardiac echocardiography (ice) and saw lots of bubbles in the left atrium (la). They removed everything from the la and contacted the interventionalist. They used contrast to look at the coronaries. The right side was clear and the left side showed a small embolism. They did another contrast study and it was gone. It was unknown if any medical intervention was provided to the patient. No additional information was provided. The procedure was aborted. The patient last known status was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).